Event description:
It was reported that the patient disliked the location of their cervical ipg. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was implanted deeper.